Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml lioresal at 100 mcg/ml via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had had three intermittent motor stalls and motor stall recoveries in the logs. The patient had not had an MRI recently. The stalls were on (B)(6) 2016 at 18:01 with a recovery on (B)(6) 2016 at 20:45; (B)(6) 2016 at 17:24 with a recovery on (B)(6) 2016 at 17:58; and (B)(6) 2016 at 14:45 with a recovery on (B)(6) 2016 at 15:45.t he hcp was going to monitor the pump. No symptoms were reported. It was later reported that eri was 13 months and the patient seemed to be doing fine. The plan was watchful waiting/observation. The causes of the motor stalls were not determined. The motor stalls had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.